Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The product lidstock provided with the kit informs the user, "the arrowg+ard blue antimicrobial catheter is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine and/or sulfa drugs (refer to product instructions for references)". The customer report of an allergic reaction was confirmed by the event details of the reported complaint. The patient had an allergic reaction and later was confirmed to have a chlorhexidine allergy. Chlorhexidine is included in the coating of the catheter in this kit. A device history record review was performed, and no relevant findings were identified. Based on the information provided, unintentional use error (patient condition) likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "patient had a known allergies to chlorhexidine, it was an urgent case, they placed a quad lumen: cs-22854-e. Patient had allergic reaction, patient is fine." No report of a required intervention.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "patient had a known allergies to chlorhexidine, it was an urgent case, they placed a quad lumen: cs-22854-e. Patient had allergic reaction, patient is fine." No report of a required intervention.